Event description:
The complainant alleged that during monitoring of a pt, the device intermittently displayed "ECG lead off", "cable fault", and "electrodes off" message. The complainant was able to obtain another device to treat the pt. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction.